Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that emerald syringe 3ml 23x1 an plunger rod was broken. The following information was provided by the initial reporter: while drawing blood from patient thumb press ring in plunger has broken. I am attaching photo which was sent by lab.

Manufacturer narrative:
H.6. Investigation: one photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 3ml from lot # 0303946 regarding item #307753 with the reported issue that, ¿while drawing blood from patient thumb press ring in plunger has broken¿. The DHR of material number 307753 and lot number 0303946 to check for notifications and no quality notifications were recorded on this lot. No samples and one photograph were received from the customer the investigating team has used the photo and retention samples of material code 307753 and lot number 0303946 for investigating the reported defect. No retention samples showed plunger ring broken. Based on the photograph received, the defect is confirmed. The investigation team simulated the defect on the machine and found that this is one case and could happen due to difference of pressure of the cutter on the flow wrap machine. As a preventive action the manufacturing team will perform a verification check of the cutter pressure of all flow wrap machine so that this miss is captured on all the machines. Based on the photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.

Event description:
It was reported that emerald syringe 3ml 23x1 an plunger rod was broken. The following information was provided by the initial reporter: while drawing blood from patient thumb press ring in plunger has broken. I am attaching photo which was sent by lab.